Manufacturer narrative:
Siemens has requested more information and data files from the customer for investigation. The cause of this event is unknown.

Event description:
Customer reported that their stratus cs instrument gave a false positive ctni result compared to retesting of the same sample on the same instrument several minutes apart. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation. Root cause was unable to be determined for the false positive ctni result of 0.21 g/l that occurred on october 25, 2023, on the stratus (B)(6), an analysis of the instrument logfile, along with a review of the instrument system check, quality control, and calibration printouts demonstrated that the reagent and instrument were working as intended. A review of manufacturing release data for lot 233205002 demonstrated acceptable performance as expected, nothing atypical was observed. The cause of the event is unknown.